Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a detached hub is confirmed, however the cause is unknown. One 4 fr dual lumen powerpicc provena was returned for evaluation. An initial visual observation showed use residue throughout the sample and the ink on the extension legs was observed to be worn and faded. The red luer connector hub was observed to be missing. Both lumens of the sample were flushed and pressurized with a 12 ml syringe of water and both were found to be patent to infusion and aspiration and no leaks were observed. A microscopic observation revealed the fracture surface of the break in the red extension leg was uneven and rough and exhibited cracks and beach marks, which is indicative of material fatigue. Some irregular adherence of the tubing to the luer connector was observed on the purple extension leg; however the root cause of the adherence is currently unknown. A complaint history review found a rise in similar complaints exclusive to this product line which suggests there may be an unknown factor(s) contributing to the break in the extension tubing. Possible contributing factors include cyclic fatigue of the tubing and/or issue with product manufacture, however no evidence supporting a conclusive root cause was determined and consequently the cause of the event is unknown at this time. A lot history review (lhr) of rebr1259 showed no other similar product complaint(s) from this lot number.

Event description:
Facility reported to the sales rep that when the healthcare professional entered the patient's room it was noted that the catheter was severed from the lumen below the "hard piece". No other information was provided. No injury to the patient.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a detached hub is confirmed, however the cause is unknown. One 4 fr dual lumen powerpicc provena was returned for evaluation. An initial visual observation showed use residue throughout the sample and the ink on the extension legs was observed to be worn and faded. The red luer connector hub was observed to be missing. Both lumens of the sample were flushed and pressurized with a 12 ml syringe of water and both were found to be patent to infusion and aspiration and no leaks were observed. A microscopic observation revealed the fracture surface of the break in the red extension leg was uneven and rough and exhibited cracks and beach marks, which is indicative of material fatigue. Some irregular adherence of the tubing to the luer connector was observed on the purple extension leg; however the root cause of the adherence is currently unknown. A complaint history review found a rise in similar complaints exclusive to this product line which suggests there may be an unknown factor(s) contributing to the break in the extension tubing. Possible contributing factors include cyclic fatigue of the tubing and/or issue with product manufacture, however no evidence supporting a conclusive root cause was determined and consequently the cause of the event is unknown at this time. A lot history review (lhr) of rebr1259 showed no other similar product complaint(s) from this lot number.

Event description:
Facility reported to the sales rep that when the healthcare professional entered the patient's room it was noted that the catheter was severed from the lumen below the "hard piece". No other information was provided. No injury to the patient.